Event description:
It was reported the device ran on its own during a procedure at the user facility. The user facility reported there was no patient involvement and the procedure was completed successfully.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. User facility declined returning the device for evaluation.

Event description:
It was reported the device ran on its own during a procedure at the user facility. The user facility reported there was no patient involvement and the procedure was completed successfully.